Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the dates associated with the results were not set right by the customer. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 2.5 inr. The customer stated that they did not report this result to remote cardiac services (rcs). The laboratory result was 1.8 inr. The specific time of the results was not known just that both results were on the same day. The customer would not provide their therapeutic range.